Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient's parent stated the dexcom cgm displayed 11.0 mmol/l, while the blood glucose meter displayed 2.8 mmol/l. The patient reportedly suffered from a hypoglycemic event, during which he had a seizure and required hospital care. The reporter was unable to provide any further details regarding the hypoglycemic event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.